Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator voltages were adjusted to the correct vdc. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.